Manufacturer narrative:
One zimmer healing collar was returned for inspection. The device shows signs of wear consistent with use, and the threads on the shank are noted to be heavily compressed and damaged at the engaging surface. Functional testing noted that the device no longer seats with a mating in house implant due to this damage. A malfunction has occurred and is confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: date of this report, manufacturer, expiration date, UDI: (B)(4), contact office - name/address, date received by manufacturer, type of report , follow up type, device evaluated by manufacturer: change "no" to "yes", device manufacture date, evaluation codes, additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown.

Event description:
It was reported that the healing collar (hc565) would not seat onto the implant. Another collar was use to complete the procedure. Tooth location 30.